Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed pmi and manifold testing.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6, h10, h11 corrected field: h6 (problem code, impact code) the fse noted that while he was perform the pm he found some foreign debris in the pim causing it to not pass the all manifolds test. So, in order to fix the issue, the fse replaced the pneumatic module assy. The fse then performed a pm, a full calibration, and tested the unit. The fse confirmed that the equipment was working to the manufacturer¿s specs. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.